Manufacturer narrative:
A ge svc rep performed an onsite investigation and identified that the system's left monitor was damaged and needs to be repaired or replaced. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the system's left monitor screen stayed black when the right monitor was functional. No pt injury was reported.